Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion in the lcx. The target lesion exhibited 90% stenosis, slight vessel tortuosity and slight calcification. No unusual resistance was noted when the protective sheath was removed from the device. Device inspection was performed and no abnormality was found. Negative prep was performed after crossing the lesion and no abnormalities were noted. Lesion pre-dilation was performed 3 times at 10 atm for 15 seconds. 75% stenosis remained after pre-dilation. After the pre-dilation the deployment location of the resolute integrity was determined. Depressurization was performed after the relevant device had passed the lesion and caused no abnormality. It was reported that when expansion of the resolute integrity device was attempted, the pressure in the indeflator did not increase from 1 atm. Once the event was confirmed, the attempt to inflate the stent balloon was continued without letting the stent migrate to the peripheral end until the diluted contrast media was be used up. When the balloon catheter was deflated for removal after the sufficient expansion of the stent, a trace of blood was confirmed in the contrast media in the indeflator. The reported stent balloon was removed and a new nc balloon was delivered into the stent and it was expanded to 2.5mm. The procedure was completed without causing any patient complication. The reported stent balloon was checked and it concluded that rupture had occurred. The physician commented that there was no resistant nor any other unusual aspects during the stent delivery, nonetheless, no pressure could be applied during the 1st inflation and the balloon was hardly inflated either. The physician also commented that there had been nothing that could have caused the rupture. Summary of device evaluation: the distal tip was flared. The balloon folds were partially opened. Crimp impressions were visible along the balloon working length. Negative prep confirmed the presence of a leak. On pressurization of the balloon a leak was detected on the proximal balloon cone. A short radial and jagged tear was visible at the leak site. There was a scratch visible alongside the leak site. Sem analysis of the leak site confirmed excessive damage to the balloon material at the leak site.

Manufacturer narrative:
Results: 75% stenosis following pre-dilation, slight vessel tortuosity and slight c calcification, balloon. Conclusion: 75% stenosis following pre-dilation, slight vessel tortuosity and slight calcification. (B)(4).